Event description:
It was reported the patient's blood glucose level rose to 15 mmol/l (270 mg/dl) while wearing the pod between 5 and 24 hours. As treatment, a new pod was placed. The device was originally reported for giving a hazard alarm during operation.

Manufacturer narrative:
Inspection of the download data from the returned pod found that the pod generated an alarm, indicating rotational sensor maximum open count exceeded. The rotational sensor failed to transition at the end of the data in tandem with a dip in pulse width values, indicating a failure to detent drive stall. The exact cause of the failure to detent the ratchet gear and subsequent alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.